Manufacturer narrative:
The unit passed all functional tests including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The unit functioned properly. No delivery anomaly was noted during testing. The unit was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's blood glucose levels were between 360 and 522 mg/dl. The customer stated he had been bolusing all day with no subsequent lowering of this blood glucose levels. The customer believed the insulin pump was not properly delivering insulin. The product has been returned. Nothing further was reported.